Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the formed needle visible in the exposed portion of the soft cannula with the slide insert in the viewing window and the linkage assembly fully retracted. On opening the pod, the formed needle was found to be unseated from the slide retract. Damages were observed on the slide retract indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, preventing the formed needle from retracting after deployment. Inspection of the soft cannula found a tear in the exposed portion of the soft cannula which resulted in an external leak. It could not be determined when this damage occurred. The download data from the pod showed that the pod had generated an 0x1c alarm indicating that the pod reached the expiration time of 80 hours. No timeouts or drive stalls were present in the data, indicating that there was no struggle to deliver insulin.